Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient turned stimulation off for cataract surgery. When the patient went to charge it back up, the patient¿s equipment said it can¿t find the implant. The patient tried changing the batteries. The issue occurred the last week in (B)(6) of 2017. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient via a manufacturer representative (rep). It was reported that the battery was dead. The patient failed to charge and had another surgery. A por message was seen. A rep tried to interrogate the device with the clinician programmer. The rep was going to try to clear the por. The issue was not yet resolved. No further complications were reported.